Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was being treated for bacteremia and suffered a stroke. Support was subsequently withdrawn and the patient expired.

Manufacturer narrative:
According to the information provided to the manufacturer, the lvad was not explanted. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
It was reported that an autopsy was not performed and the pump was not explanted. Based on the information available and due to the device not being returned for analysis, no conclusion can be drawn as to the cause of the reported event. In addition, a correlation between the device and the reported stroke could not be determined. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event. Placeholder.

Event description:
Additional information received from the vad coordinator indicated that the device relation to the event was unknown; however, the stroke was likely due to infection.